Event description:
It was reported that one day post-implant, the patient complained about chest pain. Blood was confirmed in the endocardial; a drainage procedure was conducted. A lead perforation was suspected during the positioning in the atrium. The lead remained implanted.